Event description:
Customer reported that pump declared altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Customer had previously experienced the same issue with the same pump and was using manual insulin delivery as a backup therapy. Technical support resolved to replace the pump. Pump was out of warranty, and customer was not interested in obtaining an out-of-warranty loaner pump.